Event description:
Customer reported receiving messages shortly after changing cartridges, indicating the cartridge could not be used. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.